Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02814. This report is being submitted as additional information. Approximate age of device - 9 months. (Calculated from the date when the mobile power unit was issued to the patient). The mobile power unit is not a single use device. Manufacturer's investigation conclusion: the mobile power unit (mpu) remains in clinical use and the patient continues on vad support. No further related issues have been reported to the manufacturer. The reported event of no external power alarms while on the mpu could not be confirmed based on the investigation. There were no log file submitted for evaluation. Heartmate 3 patient handbook and heartmate 3 instructions for use outline the proper steps for exchanging power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use explain all alarms, including no external power alarms, and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that on (B)(6) 2017, a no external power alarm occurred due to an accidental disconnect of the mobile power unit power cord. The patient was asymptomatic. No further information was provided.